Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was leaking. Since the event occurred during preventative maintenance, there was no pt involvement.